Event description:
A nurse reported that the system will not boot up. There was no patient injury, but three cases were cancelled. No additional information is expected.

Manufacturer narrative:
A company service rep checked the system, reseated the cables, and the system tested to specifications. There were no components replaced.